Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted. No unexpected numbers ramping or scrolling screen noted. The insulin pump passed functional testing including displacement test, rewind, prime, basic occlusion, and occlusion tests. Cracked case at display window corners, reservoir tube and battery tube threads noted.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 63 mg/dl. She reported that when she pressed the esc button, the information on the status screen ramps up very quickly. She stated that she has changed the device's battery twice, hoping it would resolve the issue. The customer stated that she has treated and feels okay. Advised discontinuation of the insulin pump. Nothing further reported.